Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Blood glucose was not impacted. Reportedly, an obstruction was removed and the customer was able to resume insulin delivery on their pump.

Manufacturer narrative:
Device not returned.